Event description:
After stent deployment, the inner catheter of the stent deployment system could not be removed due to the very tight stricture. It could not be removed, and it was impacted within the stent in the strictured portion of the bile duct. Given the impacted nature of this catheter, we could not get a wire beyond the obstruction. Tried to remove the stent and the delivery catheter together. Using a rat-tooth forceps, we tried to tease out the catheter first and then the stent, but unfortunately with these efforts, the stent broke in two pieces. The intraduodenal portion of the broken stent was removed, and then with applying some downward pressure on the catheter, we were able to tease it out of the stricture and to remove the delivery catheter out of the patient. Therapeutic rat-tooth forceps used to remove the broken portion of the stent. Able to intubate the therapeutic rat-tooth forceps into the biliary tree. The broken portion of the stent was grasped and removed from the biliary tree.